Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21232. The pt received four leads, two of which are from the same lot number as well as the other two leads. It was reported the pt is receiving ineffective stimulation. The pt stated one of her leads moved and she will be getting an x-ray. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.